Event description:
The customer reported the system made popping noises and then locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and the x-ray switch. System operates as intended. (B)(4).